Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited that due to damage on acoustic lens which reached the glue layer and the adhesive around the light guide lens had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause was the insulation resistance value does not meet the standard value. The cause was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. In addition, the following reportable malfunctions were identified during the device evaluation: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.